Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain, chronic, pelvic'). In an adult female patient who had essure (batch no. A02557), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "the plaintiff did not undergo essure confirmation test". The patient's medical history included: cervical dysplasia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia ("other injury(ies) or complication (s) please describe: nerve pain"). On an unknown date, the patient experienced abdominal pain ("pain,chronic, pelvic/abdominal") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved. And the neuralgia outcome was unknown. The reporter considered abdominal pain, back pain, neuralgia and pelvic pain to be related to essure. The reporter commented: the plaintiff claims to have received treatment for pelvic pain, abdominal pain. Approximately 5 coils were seen exiting from both tubal ostia. Discrepancy noted, in previous extraction date: (B)(6) 2015. Date of removal: (B)(6) 2015, as per pif, product removal date updated from (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient medical history, rcc added, product removal date updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("pain ¿ chronic, pelvic / abdominal"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: the plantiff claims to have received treatment for pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, device monitoring procedure not performed. Insertion and removal dates updated. Reporter information, patient details , product indication updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure (batch no. A02557) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain ¿ chronic, pelvic / abdominal"), neuralgia ("other injury(ies) or complication (s) please describe: nerve pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the neuralgia outcome was unknown. The reporter considered abdominal pain, back pain, neuralgia and pelvic pain to be related to essure. The reporter commented: the plantiff claims to have received treatment for pelvic pain, abdominal pain. Approximately 5 coils were seen exiting from both tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Lab data added. Events : other injury(ies) or complication (s)please describe: nerve pain, lower back pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure (batch no. A02557) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain ¿ chronic, pelvic / abdominal"), neuralgia ("other injury(ies) or complication (s) please describe: nerve pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the neuralgia outcome was unknown. The reporter considered abdominal pain, back pain, neuralgia and pelvic pain to be related to essure. The reporter commented: the plaintiff claims to have received treatment for pelvic pain, abdominal pain. Approximately 5 coils were seen exiting from both tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic, pelvic') in an adult female patient who had essure (batch no. A02557) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plantiff did not undergo essure confirmation test". The patient's medical history included cervical dysplasia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and neuralgia ("other injury(ies) or complication (s) please describe: nerve pain"). On an unknown date, the patient experienced abdominal pain ("pain ¿ chronic, pelvic / abdominal") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the neuralgia outcome was unknown. The reporter considered abdominal pain, back pain, neuralgia and pelvic pain to be related to essure. The reporter commented: the plantiff claims to have received treatment for pelvic pain, abdominal pain. Approximately 5 coils were seen exiting from both tubal ostia. Discrepancy noted in previous extraction date- (B)(6) 2015. Date of removal: (B)(6) 2015 -as per pif product removal date updated from (B)(6) 2015 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Lot number: a02557, manufacture date: 2012-04, and expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.